Event description:
A report was received from a patient's physician stating that a patient had passed away in 2005 but no information was available on the patient's cause of death. A review of the manufacturing records confirmed that the patient's implanted device passed all inspections prior to release for distribution and the available programming and diagnostic history showed indications of proper device functionality after implant. No further relevant information has been provided to date.